Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head connects to the tower and does not work. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer. Should additional relevant information become available, or upon completion of the legal manufacturer's investigation, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that in preparation for a therapeutic trans-urethral resection, the camera head did not work. There was a 10-15 minute procedural delay without general anesthesia. The procedure was completed using a similar device. There were no reports of patient harm. It was additionally reported by the customer facility maintenance department that the camera head had a broken cable.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise occurs, and no image is displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on plug unit and cable unit, noise occurs, and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.